Event description:
It was reported that the stem was revised for loosening and pain following a fall from a horse.

Event description:
It was reported that the stem was revised for loosening and pain following a fall from a horse.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided medical record and x-ray by a clinical consultant indicated: according to the radiology report, the stem was loose. It was not possible to confirm this on the available x-ray copy due to its poor quality. Component size and position appear to be adequate though for both stem and cup. No explants are available for analysis. Revision surgery has been performed although there is no information on further outcome. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the explanted stem, good quality pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report.